Event description:
Reportable based on device analysis completed on 15-dec-2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00 x 16mm synergy xd drug-eluting stent was advanced, however, during the procedure failed to cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patients condition is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 4.00 x 16mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the lifted stent region lifted and pulled proximally. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement specification 0.055. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.